Event description:
It was reported that the spike connector was separated from the spike on the transfer set spike during use. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4).the device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.